Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact. Multiple attempts were made by tandem technical support to gather additional information, however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.